Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial #: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: unknown, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at 250 mcg/day via an implanted pump for intractable spasticity. It was reported the pump had been implanted and catheter revised on (B)(6) 2019. It was noted the previous pump was explanted at some point and part of the catheter had also been removed {refer to manufacturing report 3004209178-2019-07635 regarding previous pump explant}. It was reported there was no known catheter length or volume data at the case yesterday and a volume of 0.14ml was used. The reporter was not present at that case and the hcp called him the afternoon of this report stating the patient had an unresponsive episode last night ((B)(6) 2019) with resuscitation and they were questioning if the patient was overdosed. It was noted there was concern regarding the estimated use of 0.14 ml total catheter volume and priming. The rep was wondering about unknown values and it was discussed to review the patient¿s records. It was noted the patient was doing well now. The change in therapy/symptoms was sudden. Additional information was received from a healthcare provider (hcp) on (B)(6) 2019 indicated the patient¿s height was 67¿ and weight was (B)(6). It was reported the onset date was (B)(6) 2019 following baclofen pump placement and the event resolved on (B)(6) 2019. It was noted per interrogation of the baclofen pump on (B)(6) 2019, the total catheter volume used was 0.197 ml, not 0.14 ml. On (B)(6) 2019 the pump rate was decreased from 249.75 mcg/day (simple continuous) to 100 mcg/day for 24 hours then increased to 150.1 mcg/day (simple continuous). The patient¿s medical history included 2013 playground accident resulting in a c5 burst fracture, neuropathic pain, scoliosis, and neurogenic bladder and bowel. The patient¿s concomitant medications included ativan, tizanidine, cyclobenzaprine, ditropan, hiprex, effexor, loratadine, benadryl allergy, trazodone, nitro- bid ointment transdermal, enemeez mini, ferrous sulfate, miralax, albuterol, flonase, ibuprofen, senekot, milk of magnesia, calcium, vitamin d, fiber power, lactulose, singulair, gabapentin, cephalexin, and mupirocin 2% ointment. The patient was admitted on (B)(6) 2019 and discharged on (B)(6) 2019 with an admitting diagnosis of cervical spinal cord injury with spastic quadriparesis. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8840, serial# (B)(4), product type: programmer, physician; product ID: 8870aau01, serial# (B)(4), product type: software. The main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: (B)(4), ubd: 31-dec-2039, UDI#: (B)(4); product ID: 8870, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.